Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus). The patient stated that device "never really worked". The physician tried cycling the device and device would not cycle. A replacement surgery was performed in which the existing device was removed and a new aus was implanted. During the procedure there was no fluid left in the device leading the physician to believe there was a leak in the device. The patient did not experience any further complications. It was further reported that the patient did not experience any symptoms due to the device's failure to cycle. No more information available at the moment. Should additional information become available, it will be provided.